Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 upon sensor removal, sensor wire was missing and patient is concerned that sensor wire may have been left under his skin. Patient reports insertion site is tender and uncomfortable.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.